Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 35 fractured. Construction was a single crown. Patient sufferd from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading after 12 years in situ.

Event description:
Implant fracture.